Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. A linearity test was performed. Since the sensor and known good reader communicated successfully, and low and high alarm was successfully activated, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an samsung with android operating system version 2849335. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a convulsions/seizure, a loss of consciousness and was unable to self-treat. Customer required third-party intervention by partner who "dipped finger in sugar and placed it in the patient's mouth several times" treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an samsung with android operating system version 2849335. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a convulsions/seizure, a loss of consciousness and was unable to self-treat. Customer required third-party intervention by partner who "dipped finger in sugar and placed it in the patient's mouth several times" treatment. There was no report of death or permanent impairment associated with this event.